Event description:
The physician stated the patient wanted a replacement to sentiva for to its size. The patient noted she had dyspnea when she goes on the mountain; however, no further explanation was provided. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a generator replacement due to dyspnea. No additional relevant information has been received to date.